Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009 after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR number 1225714-2013-01567.

Manufacturer narrative:
Initial information alleged that the patient was male. Additional information received specified that the patient was female. Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated MDR numbers: #1225714-2014-01566 and 1225714-2014-01567.